Event description:
The customer stated that the sensor was dropped in a cup of hot tea. The customer then stated that he was hospitalized for a heart attack and high blood glucose levels between 300 and 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2010-81362.